Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. (B)(4). Note: on follow up with customer on (B)(6) 2017; customer states they did seek medical attention after I advised them to do so due to the 4 hi results he had received that day. Customer would not divulge glucose results obtained at healthcare provider's facility, yet repeatedly stated glucose was under control. On contact customer also stated they were continuing to use the meter and that it was working adequately.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with the results obtained of hi. The expected fasting blood glucose test result range is 138 to 178mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of e-2 and hi using true metrix go meter. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history hi (B)(6) 2017 03:00 pm fasting: no; hi (B)(6) 2017 02:58 pm fasting: no; hi (B)(6) 2017 02:59 pm fasting: no. Customer states hi result. Customer feels well and denies medical attention at this time. Customer just purchased glucose system today and has only performed test 3 times. Customer not willing to go through meter memory to obtain exact times of last 3 results. Strips vial opened today. Customer performed back to back tests, results: e-2 and hi. Customer was advised to seek medical attention to obtain glucose result. Customer states they will attempt retest at home in the morning with current product.